Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Could not fire farther. During the endoscopic radical gastrectomy for gastric cancer, could not fire farther after fired a little, the deployed staples were malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). Batch number p57j9t. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 cartridge loaded on the device. In addition a second reload was received. The reload was received partially fired 1/16. The returned device and cartridge reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.